Event description:
It was reported by the (B)(4) study team that during an unrelated cardiac surgery the lead was damaged. Due to failure to capture, the lead was electrically abandoned and eventually capped. No patient complications have been reported as a result of this event.

Event description:
It was further reported that there was also failure to sense and high impedance.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.